Event description:
A patient reported it was really good for a while, then it seemed like the week previous to the call the patient had to start cathing at night. The patient stated that during the day doesn't seem like they are going as much. The patient noted she has the device for retention. The patient noted she had been keeping a voiding diary but when she went to an appointment with her healthcare professional (hcp) said she did not have to take a diary. The patient noted she was at program 2 and was at 4.6 v and was not able to feel stimulation. The patient increased to 4.8 v and could feel it a little bit. The patient noted it burns when she goes, and she thinks she might have a bladder infection. The patient reported retention as well. Additional information from the patient reported she ended up decreasing stimulation to 4.6 v because 4.8 v was too strong. The patient stated she was diagnosed with a bladder infection and started medication on (B)(6) and took antibiotics for 7 days. The patient also asked about battery change in the programmer. Additional information from the patient reported they turned stimulation up then dropped back to I/406 and got antibiotic for the bladder infection. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.